Event description:
On 8/23/96, the facility o.r. Materials management contacted a manufacturer rep and reported that the physician had implanted the device on 8/19/96. It was additionally stated that during surgery, the device catheter was attached to the hepatic arterial supply. After doing fluorescein dye bolus via the device sideport, the surgeon realized that he had used a straight, non-huber needle rather than an anti-coring huber point needle. As a result, rather than risk device malfunction, the device was removed and another device was obtained from facility inventory to complete the surgery, no furhter info is available.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the center and sideport septa showed only needle penetration marks with no evidence of internal damage. The 3.5 inch catheter was free of cuts, tears or holes. The sideport/catheter were patent. This pump flowed without original MFR flow rate specifications as received. Leak testing confirmed the device did not leak. No defects or anomalies were found during the MFR's analysis. A review of the device history record and a trend analysis were performed. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was also performed involving this catalog number and has not identified any trends. Based on the info available, the surgeon elected to replace the device rather than risk a potential device malfunction in the future, after the device sideport septum had been accessed with the incorrect needle. No further info is available. The MFR is now closing the file on this event.